Manufacturer narrative:
This report is submitted on may 15, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to non-auditory sensations and poor performance from activation. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.